Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose level was between 500 - 600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Ultimately, the customer reverted to an alternate method in insulin therapy.